Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers 13b18h25 and 13c13h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy ten days after being hospitalized for a lung surgery. The patient was in the hospital, recovering from the lung surgery, at the time of the onset of peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. The patient treatment for peritonitis was not reported. The patient was hospitalized for sixteen days before being discharged. At the time of this report, the patient was recovered from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 5 of 5.